Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at med-el headquarters. Despite several requests, no further information has been received.

Manufacturer narrative:
Device investigation revealed damages to the active electrode. As no information leading to the explantation surgery has been received, it cannot be determined if the observed damages were caused by the removal surgery or was the root cause of explantation. A root cause for the concerned device explantation cannot be determined. This is a final report.

Event description:
The explanted device was received at med-el headquarters. Despite several requests no further information has been received. No explantation report has been send.